Manufacturer narrative:
(B)(4): the meter passed testing, result met specification, no faults were found, and the meter functioned properly. Pa unable to reproduce the complaint.if lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(4) 2013, the lay user/ patient contacted lifescan (lfs) alleging her onetouch ultralink meter read inaccurately. The complaint was classified based on the customer care advocate (cca) documentation. It is not specified when the alleged issue began. The results obtained with the subject meter and the other device were not provided. The patient manages her diabetes with novolog insulin (sliding scale) and lantus insulin (26 units). The patient continued to take her usual dose of medications. The patient denied developing symptoms due to the reported issue. On an unspecified date/time, the patient reportedly tested on a laboratory device; however, results were not provided. At the time of troubleshooting, the cca noted the subject meter was set to the correct unit of measurement and an approved sample site was used for testing. The cca was not able to walk the patient through quality control testing. Based on the information provided, there is no indication that the reported issue caused or contributed to a serious injury since the patient denied developing symptoms. There is no evidence the patient administered inappropriate self treatment due to the alleged issue. However, this complaint is being reported because the alleged inaccuracy remained unresolved.